Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported the customer was in the hospital and while rewinding the insulin pump, it alarmed motor error. The customer had a stomach virus that caused her blood glucose level to be uncontrollable. She went into an early diabetic ketoacidosis. Her blood glucose levels were not under control. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and motor error alarm did not recur. The customer went to the emergency room on (B)(6) 2016. Customer's blood glucose level was 329 mg/dl. The customer was nauseous, vomiting, had urinary frequency/urgency, felt extremely weak, and could not keep anything down. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.